Event description:
It was reported a filter did not appear to open completely following deployment via a jugular approach. Another filter was successfully placed without pt complications. A delivery system in the released position along with a sheath, guidewire and three dilators were received, evaluated and retained by this MFR. The filter remains implanted in the pt and was therefore not returned for evaluation. The engineering eval indicated the sheath was kinked 3.5, 5.5 and 20cm's from the distal tip. The delivery system shaft was kinked 13cm's distal to the louer lock handle. The guidewire was curved 41cm's from the distal tip. Foreign matter was located on the rotovalve. Follow-up revealed the pt's cava had an elliptical shaped malformation which may have contributed to the appearance of an incomplete opening. It was also indicated continual flushing of the carrier system during the implant procedure was not performed. Co believes these factors may have contributed to this event. However, co cannot determine the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against "pe". The introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release."